Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/19/2008 and 06/02/2008 by phone, mail and fax. This report was mailed to FDA on: 06/13/2008.

Event description:
A consumer, following intraocular lens (iol) surgery, reported glare and her eye is sore to the touch. She also reported that others can see the reflection of the lens in her eye.